Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during red blood cell infusion, the infusion was too slow. The reporter stated that the first unit of red blood cell infused appropriately, and during infusion of the second set, troubleshooting found difficulty with the heat exchange unit slide down on step 2 of set up. The reporter further stated that air was also noted in the y port of the between collection drip chambers, potentially impeding flow. Two additional units of packed red blood cells were given and then the rate slowed. They noted a problem with the tubing spike length kinking in the pressure chamber. There was patient involvement, but no patient symptoms were reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.